Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following section was corrected: h6: device codes visual review of the provided photos/returned product shows the suture is not tucked under the device as required. However, the product was previously opened. There is no visible void in the seal to suggest the suture was sealed within the blister seal. It cannot be confirmed if the device was packaged to specifications or not. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: poland customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the implant was being removed from the packaging, the threads were stuck outside of the sterile packaging. This caused the product to be non-sterile. Attempts have been made to obtain additional information. No additional information has been received at this time.